Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Was the surgeon able to fire the device? What troubleshooting steps were taken to open the device? How many ratchets of the manual override lever were taken in attempt to open device? On which firing of device did issue occur? Were the renal artery and vein taken together? What color reload was being used? Please confirm pcee45a device was being used and procedure started as laparoscopic. What is the current patient status?

Event description:
It was reported that during a nephrectomy, the stapler was stuck in the articulated position across the renal vein. The or staff had already pulled the manual override but wasn¿t sure if it had engaged. The csc nurse walked the customer through the steps of troubleshooting, in case the manual override was not engaged. The customer wasn¿t able to get the stapler jaws open and the doctor decided to convert to open to continue the procedure. No other information is known at this time.

Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery? Was the surgeon able to fire the device? Yes. What troubleshooting steps were taken to open the device? Ratchet mechanism. How many ratchets of the manual override lever were taken in attempt to open device? Several. On which firing of device did issue occur? Second. Were the renal artery and vein taken together? No. What color reload was being used? White. Please confirm pcee45a device was being used and procedure started as laparoscopic. Yes. What is the current patient status?